Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was to be used during a gastro-coloscopy procedure performed on (B)(6) 2012. According to the complainant, during unpacking for the procedure, it was noticed that the device was kinked/bent at two locations and the sheath was torn. No damage noted to the device packaging was noted. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was to be used during a gastro-coloscopy procedure performed on (B)(6) 2012. According to the complainant, during unpacking for the procedure, it was noticed that the device was kinked/bent at two locations and the sheath was torn. No damage noted to the device packaging was noted. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination found that the device presented two pronounced kinks at the middle of the shaft and the sheath was torn. The device packaging/pouch does not present any issues or damage. The device welding and riveting were found to be within manufacturing specification. Functionally, the unit was not tested due to the return condition. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. The condition of the returned incident device was consistent with the complaint that the device was kinked/bent and the sheath was torn. The most probable root cause is handling damage as excessive force may have been applied to the device during preparation of the device.